Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited loss of capture that did not result in greater than two seconds of asystole along with high pacing threshold measurements. It was also reported that the patient experienced syncope. Additional information was obtained indicating that the source of these observations was not determined. The rv lead was surgically capped and replaced. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.